Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-01708. It was reported that when the patient presented in clinic, high capture threshold and high defibrillation impedance was noted on the right ventricular(rv) lead. Right atrial(ra) lead exhibited sensing problem. Chest x-ray was performed for confirmation. Both the leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in two pieces for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.